Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify what they meant by the "device never worked," the patient stated they weren't sure. The patient stated their ob-gyn adjusted the programs many times; no relief. When asked the most likely cause, the patient stated: "no idea; just no relief; no help." When asked the steps taken to resolve the issue, the patient stated: "about every two months the first year." The patient stated the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2022 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had not had relief since implant. They have tried other programs with no help. They have also tried botox. The caller added that they were told by their healthcare provider (hcp) that their "urethra door is not closing," the caller reports no leakage with sneezing, coughing, laughing, but when they stand up they can't stop it. The caller also reports fecal incontinence. The caller reports having 5 utis last year. The caller reported that one point they wanted it removed because it was not working and preventing them from having mris. The caller reports meeting with a manufacturer representative (rep) on (B)(6) to go over lack of symptom relief and try reprogramming. The caller has been trying to reach the rep again, but they keep missing one another and leaving voicemails. The caller was asking for help to change the program on their own before meeting with the rep again. Helped caller connect to ins and change programs patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. On 2025-apr-01 additional information was received from the patient. They reported that it never worked. They reported that the battery went dead and they got a replacement because they wanted to try a whole new one.